Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer experienced high readings with the use of the adc freestyle libre sensor. The customer reported experiencing symptoms of weakness and at 5:45 am, the patient's wife administered 20 units of insulin. At 6:00 am, the patient's wife and daughter called for an ambulance. At 8:00am, candy and water with sugar was given to the patient by a non-hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported that a customer experienced high readings with the use of the adc freestyle libre sensor. The customer reported experiencing symptoms of weakness and at 5:45 am, the patient's wife administered 20 units of insulin. At 6:00 am, the patient's wife and daughter called for an ambulance. At 8:00am, candy and water with sugar was given to the patient by a non-hcp. There was no report of death or permanent injury associated with this event.